Manufacturer narrative:
Reference: (B)(4). Complaint sample was not returned for evaluation. Reported event was confirmed through images provided by the customer. DHR was reviewed. No deviations or rework was reported. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be patient non-compliance. The patient was intended to be non-weight bearing post-op but admitted to walking long distances.

Event description:
It was reported that six weeks following the placement of a locking cannulated blade plate, the patient heard a "pop" while rolling over in bed. Patient was also walking and running while on non-weight bearing orders. The patient underwent a revision procedure due to fracture of the plate. No additional patient consequences were reported.